Event description:
It was reported that during testing, it was noted that there was a broken bur inside the micro drill medium straight attachment. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
It was reported that during testing, it was noted that there was a broken bur inside the micro drill medium straight attachment. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection it was found that the wrong type of bur was found in the attachment.